Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("removal of essure when both inserts are 1 cm into the uterine cavity based on ultrasound") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to removal essure device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: both inserts are 1 cm into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("removal of essure when both inserts are 1 cm into the uterine cavity based on ultrasound") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to removal essure device). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: both inserts are 1 cm into the uterine cavity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.